Event description:
It was reported that the patient was admitted and a computed tomography (CT) scan of the chest showed no evidence of pulmonary embolism, but did show probable thrombus within the ventricular assist device (vad) outflow graft. The patient reportedly had a subtherapeutic international normalized ratio (inr) that caused the thrombus. The patient underwent right heart catheterization, a swan gauge was left in place. The patient was upgraded to a status 2e on the transplant list for outflow graft occlusion. The patient went back to the catheter lab and had 2 stents placed to the outflow graft. Catheterization showed severe lv outflow stenosis with successful self-expanding stents in the outflow tract. Stenting was successful and the vad flows increased to greater than 4 liters per minute. The vad remains in use. No further patient complications were reported as part of the event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: a pump with unknown serial number and associated outflow graft with unknown lot number were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported thrombus event could not be confirmed. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.